Manufacturer narrative:
The c502 module serial number was (B)(6). Calibration was last performed on 20-jul-2023. Qc results were high at the time of the event. Calibration was performed after the event on 05-sep-2023. Qc results after this calibration were lower. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for digoxin on a cobas 8000 c 502 module. On 31-aug-2023 the initial result was 0.67 ng/ml. On 01-sep-2023 the repeat result was 0.34 ng/ml. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
A discrepant high result was provided for an additional patient sample (patient 2). On 14-oct-2023 patient 2 initial digoxin result was 0.39 ng/ml. The repeat result was <0.20 ng/ml. The questionable result was not reported outside of the laboratory. A test for digoxin interference was performed on (B)(6)2023 and the digoxin result was < 0.21 ng/ml with a data flag. The patient was not being treated with digoxin. Section b7 was updated.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The digoxin reagent lot number was 70090301 with an expiration date of 30-nov-2024. The field service engineer (fse) found the water pressure of the gear pump was too low; this can cause insufficient sample probe washing. The investigation determined the issue identified by the fse was the cause of the event.